Event description:
It was reported that during a procedure the wire collet had metal shavings coming out of the device. Nothing entered the surgical site. No adverse consequences to the user or patient were reported, as a result of this event.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Event description:
It was reported that during a procedure the wire collet had metal shavings coming out of the device. Nothing entered the surgical site. No adverse consequences to the user or patient were reported, as a result of this event.

Manufacturer narrative:
The reported event was duplicated. It was confirmed metal shavings were coming out of the device by the engineering technician during the functional evaluation. Upon disassembly, the metal surface of the driveshaft was found to be scored. The presence of driveshaft scoring may cause or contribute to the reported event. The attachment is not a repairable device and will not be returned to the user facility.